Event description:
Pt hemoglobin results generated by the cell-dyn 3200 analyzer are lower than expected. The customer gave one example of a pt sample generating a hemoglobin result of 5.0 g/dl on the cell-dyn 3200 analyzer and generating a result of 14.0 g/dl on a cell-dyn 4000 analyzer. No suspect pt results were reported out of the lab. After several troubleshooting procedures, the sample retested at 7.0 g/dl on the cell-dyn 3200 analyzer. A service call was initiated. There is no impact on pt management reported.